Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The peritonitis was manifested by cloudy effluent. The patient was not hospitalized for the peritonitis event. The cause of the peritonitis was unknown. On the same day as onset, the patient began treatment with unspecified intraperitoneal antibiotics (dose, frequency, and duration not reported) for the peritonitis. Dianeal and extraneal therapies were ongoing. At the time of this report, antibiotic treatment was ongoing and the patient was recovering from the event. No additional information is available.